Manufacturer narrative:
The unit was triaged and the reported issue was confirmed. Liquid ingress caused the pcba to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 7/18/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017 service found the unit had a blank screen. The pump powered on, the screen did light up but the display was blank.